Manufacturer narrative:
Investigation: visual inspection: during the investigation, no abnormalities of the prechamber was determined. Permeability test: a permeability test has shown that all components are permeable. Result: based on our investigation results, we cannot determine functional deviations or other abnormalities in the product. How the abovementioned functional impairment occurred is not clear to us at the time of examination.

Event description:
It was reported that a pediatric prechamber (#fv035t) was implanted during a procedure. According to the complainant, the prechamber caused an underdrainage. The patient underwent a revision procedure. The complainant device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 5 months, height: 56 cm, weight: 4.95 kg, gender: male. Same event as medwatch#: 3004721439-2024-00106 + medwatch#: 3004721439-2024-00107.